Manufacturer narrative:
A ge service representative performed an investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently not boot up, power up. There is no report of injury or death associated with the event described in this complaint.